Event description:
Reporting status: malfunction. Reporting rationale: separated material may cause or contribute to patient injury. Device issue: separated balloon. It was reported that the bmw guide wire and the voyager were advanced through another company's guiding catheter as a unit. Upon trying to advance the bmw guide wire more distal through the voyager, while still in the guiding catheter, resistance was met between the devices. Both devices were then removed from the patient as a unit. At that point a portion of the voyager balloon material was observed on the guide wire. Neither device ever exited the guiding catheter, so nothing was left in the patient's anatomy. Another voyager and bmw guide wire were then used successfully. No patient injury was reported. No additional event or patient information is available.

Manufacturer narrative:
Results - quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Evaluation summary: quality assurance analysis revealed that the balloon dilatation catheter (bdc) was returned with blood visible on the balloon, in the guide wire lumen. There was contrast visible in the inflation lumen and in the balloon. The balloon was loosely folded. The proximal end of the balloon was wrinkled. The inner member was bunched, 1 mm proximal to the balloon distal seal for a length of 6 mm. The inner member was separated. 8.3 cm proximal to the balloon proximal seal and 8 mm distal to the guide wire exit notch. The balloon was separated at the balloon proximal seal. The outer member was stretched, 5 cm distal to the guide wire exit notch and extending distally for a length of 2.5 cm. There were multiple kinks in the shaft, 4.8 cm, 5.1 cm, 5.6 cm, 6.3 cm, and 7 cm distal to the guide wire exit notch. The distal portion of the catheter was frozen on a returned bmw guide wire. The tip of the catheter was located 30.7 cm distal to the proximal end of the guide wire. There was no other damage noted to the catheter. Quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion.